Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep reported via phone. 6.35 cocr rod broke during implantation. Rod was removed and replaced. Thirty minute delay reported. No adverse consequence to the patient. Per complaint form: during a revision l2-pelvis case (right side) rod was being bent insitu with both sagital and coronal benders when it broke. All but the l5 set screws were on at that time. The bending was in an attempt to reduce rod for set screw capture at l5. Rod was replaced and the new one successfully placed. Patient was obese. Patient had previous fusion with screws at l4 that were removed. Patient had a grade 3 spondy at l4/5. Patient has an interbody cage at l4/5 from previous surgery.

Manufacturer narrative:
One (1) expedium 6.35 cocr straight 450 mm rod with hex ends [product code: 1799-78-450] was returned to the customer quality unit (cqu) for evaluation. Visual examination revealed that the rod had fractured into two segments. The fracture analysis report noted that the existence of two surface morphologies implies that the fracture first propagated and then full failure/breakage took place presumably when the strength of the remaining region did not have the strength to bear the load. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the rod fracturing cannot be positively determined. However, the fracture analysis report noted that the existence of two surface morphologies implies that the fracture first propagated and then full failure/breakage took place presumably when the strength of the remaining region did not have the strength to bear the load. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.